Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump ran out of insulin and there was no empty reservoir alarm received. The customer did received a low reservoir alarm and the insulin pump was set to alarm at 20 units. The cusotmer did not notice anything out of the ordinary leading to not receiving the empty reservoir alarm when the screen status indicated there were 0.0 units left. Customer's blood glucose was 101 mg/dl. The customer stated he did not require further assistance.